Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. A cracked end cap, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin squirted out during the manual prime process and the insulin pump alarmed as well was stuck in the prime loop. Troubleshooting was performed, and the drive support cap was flush. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.